Event description:
It was reported the patient experiences a burning sensation at her scs ipg site when the stimulator is on. The patient also stated her ipg site is warm to the touch when the system is off. The patient is pending an appointment with her physician and a sjm representative to further evaluate the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.